Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient¿s cgm was reading 367 mg/dl and the bg meter was reading 567 mg/dl. The patient was experiencing dizziness, nausea, and vomiting. The patient was brought to the ER by her brother. At the hospital, the patient was treated with insulin, januvia, and lisinopril. No other bg/cgm comparison values were provided for this event. The patient was discharged home after three days. The patient stated she was still recovering at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.